Manufacturer narrative:
Source document regarding infection incorrectly merged into this event. Please see updated b5. For report regarding infection, please reference 3004209178-2024-21877 for further information. H3: product ID: 97715, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Pain at ins site.the rep reported the patient is having no issues with chronic pain, but still has pocket pain. Pt reported they feel like the battery is getting hot when it is in use, and notices it is not hot when it is off. Patient also has redness around the pocket site. The physician doesn¿t believe the redness would be from an infection, and thinks that it may be more of some sort of irritation from the battery, or maybe bruising. Patient is to talk to their surgeon about relocating the battery, as patient also wants a new battery. Additional information received from the rep "indicated" that the of the issue cause has not been determined. Impedances were tested in various body positions and they were all normal. The patient also had blood work done to rule out infection. The ins was explanted and replaced. The new battery was relocated to the left flank. Impedances were all normal before the case, and again were normal before closing with the new battery. Explanted battery will be returned for analysis and the physician would like a letter of analysis additional information was received from the manufacturer representative (rep). It was reported that the caller reported patient feels ins gets hot when stim is on (whether they are recharging or not) and redness around the pocket site. However, when stim is turned off, the warmth and redness go away. Caller stated hcp performed bloodwork and confirmed there is no infection. Caller stated they checked impedance in different positions and there was nothing of note and therapy is working great for the patient. Caller stated hcp plans to replace ins on friday and likely will relocate the pocket at the time. Tss asked when sensation started and caller mentioned that patient was initially sore from implant and thought that was the issue but couldn't remember other specifics. Caller inquired if any other troubleshooting could be done - tss reviewed imaging and turning stim on/off without patient being aware of ins status to see when they experience with regards to the heating.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the caller reported patient feels ins gets hot when stim is on (whether they are recharging or not) and redness around the pocket site. However, when stim is turned off, the warmth and redness go away. Caller stated hcp performed bloodwork and confirmed there is no infection. Caller stated they checked impedance in different positions and there was nothing of note and therapy is working great for the patient. Caller stated hcp plans to replace ins on friday and likely will relocate the pocket at the time. Tss asked when sensation started and caller mentioned that patient was initially sore from implant and thought that was the issue but couldn't remember other specifics. Caller inquired if any other troubleshooting could be done - tss reviewed imaging and turning stim on/off without patient being aware of ins status to see when they experience with regards to the heating. Additional information was received from the manufacturer representative (rep). It was reported that there was a device site infection. The patient was admitted to the hospital before her explant. Antibiotics were required, rep was told that she was given antibiotics last week but they did not remedy the infection. Entire system was removed. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information received from the rep indciated that the of the issue cause has not been determined. Impedances were tested in various body positions and they were all normal. The patient also had blood work done to rule out infection. The ins was explanted and replaced. The new battery was relocated to the left flank. Impedances were all normal before the case, and again were normal before closing with the new battery. Explanted battery will be returned for analysis and the physician would like a letter of analysis.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Pain at ins site. On 2024-sep-06 the rep reported the patient is having no issues with chronic pain, but still has pocket pain. Pt reported they feel like the battery is getting hot when it is in use, and notices it is not hot when it is off. Patient also has redness around the pocket site. The physician doesn¿t believe the redness would be from an infection, and thinks that it may be more of some sort of irritation from the battery, or maybe bruising. Patient is to talk to their surgeon about relocating the battery, as patient also wants a new battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.